Event description:
Per customer complaint, a new phasitron circuit was set up, ready to be used but would not generate a pulsatile flow or frequency consistently. No patient injury or harm was reported.

Manufacturer narrative:
This incident is deemed reportable, as the phasitron circuit failed to perform properly, providing proper flow and frequency, while in use with a ventilator on a patient. The device was sent back to percussionaire for evaluation. The situation could not be replicated, and therefore no root cause could be determined. No patient harm or injury has been reported at this time. If additional information on this incident becomes available, a follow up MDR will be filed.